Event description:
The lesion length in the proximal lad was described as 5mm in length. A non-cordis balloon catheter was used for post-dilation. It was reported that per the discharge summary, "post-procedure cardiac enzymes were mildly elevated with no ECG changes." No mi was documented. Discharge summary received confirmed the patient underwent 3.0x13mm cypher rx stent in the proximal rca and implantation of a 2.5x18mm and 3.0x18mm cypher rx stent in the proximal lad. Immediately following the procedure, the patient experienced chest pain, nausea, and vomiting that was controlled with medication. EKG immediately post-procedure was unchanged. The patient was observed overnight without complications or chest pain. The patient's post-procedure cardiac enzymes were mildly elevated with no EKG changes. The investigator confirmed the dissection occurred and was a distal edge dissection caused by the 2.5x18mm cypher rx stent implanted in the proximal lad. The investigator confirmed that the dissection was grade a and not flow limiting.

Manufacturer narrative:
This is one of three products involved with this adverse event in which associated manufacturer report numbers are 3003742446-2010-00492, 3003742446-2010-00493, and 3003742446-2010-00494. As reported by the (B)(4) study, during percutaneous coronary intervention (pci) a coronary artery dissection occurred after implantation of a cypher stent and elevated cardiac enzymes were noted after the procedure. A diagnosis of myocardial infarction was not reported. Pci was conducted to treat lesions located in the proximal right coronary artery (rca) and proximal left anterior descending (lad) artery. The lesion in the proximal rca was described as de novo, 8mm in length, non-thrombosed, 70% stenosed, type b1, with no calcification. A 3.0x13mm cypher rx stent was successfully implanted at 18atms. Residual stenosis was 0%. Pre and post-procedure timi flow was 3. Pre and post-dilation were not conducted. The lesion in the proximal lad was described as de novo, 5 mm in length, non-thrombosed, type b2, 60% stenosed, non-thrombosed, with no calcification. Pre-dilation was not conducted before a 2.5x18mm cypher rx stent was successfully implanted at 16atms. Cypher is indicated for use in lesions judged to be amenable to complete inflation of an angioplasty balloon. Pre and post-procedure timi flow was 3. During post-dilation with an unknown 3.5x12mm balloon catheter, a distal type a dissection occurred. A second 3.0x18mm cypher rx stent was successfully implanted overlapping the 2.5x18mm cypher stent distally. Residual stenosis was 0%. Balloon angioplasty was conducted in the ostium of the second diagonal. One day after index procedure, the patient experienced elevated ck-mb of 32.57 (uln 6) and troponin I of 7.22 (uln 0.05). This event was noted as "mild cardiac enzyme elevation" in the discharge summary. No treatment was given and the event resolved without sequelae. The products remain implanted in the patient and are thus not available for evaluation. A device history record review was performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan. Dissections are known potential adverse events during pci. In the precautions section of the instructions for use (IFU) it indicates that implanting a stent may lead to a dissection of the vessel distal and/or proximal to the stented portion and may cause acute closure of the vessel requiring additional intervention, i.e. Placement of additional stents. This is an inherent risk of the procedure. Lumen enlargement during coronary stenting results from vessel expansion and axial redistribution of atheromatous plaque along the stented segment and proximal and distal segments. The act of angioplasty inherently produces a localized vessel injury, including plaque compression and splitting, potentially leading to release of atheromatous material (lesion contents) into the downstream flow. This action can exhibit itself as chest pain, EKG changes and/or cardiac enzymes increase. The elevated enzymes experienced by the patient post procedure are likely to be related to the dissection and inherent risk risks of angioplasty. Based on the information available, there are possible patient, vessel characteristics and procedural factors that may have contributed to these events. Neither the DHR nor the information available for review indicate that there is a design or manufacturing related issue, therefore no corrective action is required.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
This is one of three products involved with this adverse event in which associated manufacturer report numbers are 3003742446-2010-00492, 3003742446-2010-00493, and 3003742446-2010-00494. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15212190 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint.

Manufacturer narrative:
Based on the cec adjudication minutes received on 5/8/2012, the committee has determined that the patient experienced a peri-procedure myocardial infarct based on the elevated enzymes. Myocardial infarct has been added to this report.

Manufacturer narrative:
Complaint conclusion: the complaint received states that this (B)(4) study patient suffered a peri-procedural mi and arterial dissection during the index procedure. This is a (B)(6) female with medical history including cerebral artery disease. The indication for the index procedure was angina. Angiography revealed a 70% stenosis in the proximal rca and a 60% stenosis in the proximal lad. In (B)(6) 2010, the index procedure was performed for treatment of two target lesions. The first target lesion treated was the proximal rca. A single study stent was implanted successfully. The core lab reported a 12% residual stenosis, no dissection and timi 3 flow. The second lesion treated was the proximal lad. Implantation of a single study stent was successfully completed; however, a second study stent was successfully deployed distal to the first stent to treat a distal dissection. The core lab reported a 13% residual stenosis, no dissection and timi 3 flow and the following comment: ''baseline target lesion ds %< 50% by qca.'' Noted in the discharge summary was treatment of the ostial 2nd diagonal with poba with reason unspecified. Immediately post procedure the patient had chest pain, nausea and vomiting that were treated with medications. The ECG post-procedure was unchanged per discharge summary. The patient experienced no further chest pain. Pre-procedure at 10:35, the ck was 29, the ckmb was 1.3 and troponin was 0.01. Post procedure the ck was 208, the ckmb was 32.57 and the troponin was not performed. The next day the ck was 186, the ckmb was 25.73 and the troponin was 7.22. The cec committee has deemed this enzyme elevation as an arc peri-procedural pci thus the file has been coded for mi. The ECG core lab reported no new major st-t abnormalities and no q waves. The post procedure course was uncomplicated and the patient was discharged the day after the procedure on dual anti-platelet therapy. The study stent remains implanted thus unavailable for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15212190 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Myocardial infarction is known potential adverse event associated with stent implantation procedures and is listed in the IFU as such. The act of angioplasty/stent implantation inherently produces a localized vessel injury, including plaque compression and splitting, potentially leading to release of atheromatous material (lesion contents) into the downstream flow and potentially slowing or completely occluding the blood flow. The inflation of coronary devices also inherently occludes the distal blood flow, possibly creating ischemic areas (causing cardiac enzyme changes) distal to the target lesion. All products undergo a 100% inspection prior to release for marketing. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. This action (inherent risk of the procedure) combined with the patient's complex medical status, vessel characteristics and procedural factors may have contributed to the event. Dissection is a well-known and extensively documented potential complication of this type of procedure and is listed in the instructions for use (IFU) as such. The physical manipulation inherent in the stent implantation procedure intentionally disrupts the vessel plaque and intima in an effort to reconstruct viable patent vasculature and treat the atherosclerotic disease process. There is no evidence of manufacturing or design issues that contributed to the event. Inspections are in place to ensure that no damaged products leave the facility. No corrective action is required at this time. Dissection is a well-known and extensively documented potential complication of this type of procedure and is listed in the instructions for use (IFU) as such. The physical manipulation inherent in the stent implantation procedure intentionally disrupts the vessel plaque and intima in an effort to reconstruct viable patent vasculature and treat the atherosclerotic disease process. There is no evidence of manufacturing or design issues that contributed to the event. Inspections are in place to ensure that no damaged products leave the facility. No corrective action is required at this time. Review of the information suggests that vessel, lesion and procedural issues may have contributed to the reported events.

Event description:
As reported by (B)(4) study, the patient experienced elevated cardiac enzymes during the index procedure. The target lesions were located in the proximal right coronary artery (rca) and proximal left anterior descending (lad) artery. The lesion in the proximal rca was described as de novo, 8mm in length, non-thrombosed, 70% stenosed, type b1, with no calcification. A 3.0x13mm cypher rx stent was successfully implanted at 18atms. Residual stenosis was 0%. Pre and post-procedure timi flow was 3. Pre and post-dilation were not conducted. The lesion in the proximal lad was described as de novo, non-thrombosed, type b2, 60% stenosed, non-thrombosed, with no calcification. The lesion length was not provided. Pre-dilation was not performed. A 2.5x18mm cypher rx stent was successfully implanted at 16atms. Pre and post-procedure timi flow was 3. During post-dilation with an unknown 3.5x12mm balloon catheter, a dissection occurred. A second 3.0x18mm cypher rx stent was successfully implanted overlapping the 2.5x18mm cypher stent. Residual stenosis was 0%. One day after index procedure, the patient experienced elevated ck-mb of 32.57 (uln 6) and troponin I of 7.22 (uln 0.05). No treatment was given and the event resolved without sequelae. According to the investigator, the elevated cardiac enzymes was not related to cordis product. The investigator felt the event was related to the index procedure.

Manufacturer narrative:
The product is not available for evaluation. Additional information will be submitted within 30 days from receipt. This is one of three products involved with this adverse event in which associated manufacturer report numbers are 3003742446-2010-00492, 3003742446-2010-00493, and 3003742446-2010-00494.